Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 - lot h3, h6: the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. The product was returned to loc to perform investigation. Team conducted an investigation attachment sri report. A total of 48 instruments have been manufactured with this product code, with the product code being available since 2016. The product was designed and developed according to the apac sri procedure and manufactured to specification with no deviations recorded. No similar complaints were previously identified against this product code. However, during the investigation, missing balseal components were identified in 3 additional sets. Relevant actions have been taken to address the issue. Additional reviews were periodically conducted with quality team. It was determined that no immediate corrective or preventative actions were required relating to instruments currently in the field. Investigation determined that no corrective or preventative actions were required relating to instruments currently in the field. Instruments will continue to be monitored via post market surveillance measures currently in place. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4 - manufacturer email, d9 g1

Manufacturer narrative:
This report is for an unknown reduction/ retraction/ distraction instrument/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the spring came out of one of the posts of the instrument when it was being removed. This landed in the patient and was removed. There surgery was completed successfully without delay. This report is for one (1) unknown reduction/retraction/ distraction instrument. This is report 1 of 2 for (B)(4).